Manufacturer narrative:
Selected b.1. Is product problem was omitted during initial report. Added d3 manufacturer fax was omitted during initial report. Corrected e.1. Initial reporter address line 1. Corrected e.1. Initial reporter city. Corrected e.1. Initial reporter state. Corrected e.1. Zip code/zip code extension. Selected "yes" for 2. Health professional. Selected "physician" for 3. Initial reporter occupation. Selected e4 reporter also sent report to FDA was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Added concomitant product. The cause of the injury was not determined due to insufficient clinical details. The cause of device interaction is likely due to electromagnetic interference between impella and ICD device with the hospital team able to adjust the ICD settings and allow for pacing and shocks to manage the slow ventricular tachycardia.

Manufacturer narrative:
H6. Medical device problem code, patient device interaction problem (a01) added.

Event description:
A publication was located that is inclusive of the impella cp utilized to support an 81-year-old female patient. The patient had a cardiac history that was inclusive of a previously placed internal cardiac defibrillator (ICD), known cardiomyopathy, hypertension, and mitral valve regurgitation. The patient also had systemic history inclusive of gout, and gastroesophageal reflux disease. She presented in cardiogenic shock and had a percutaneous coronary intervention (pci) performed. Post-procedure interrogation for slow ventricular tachycardia failed due to significant electromagnetic interference. Because the clinical presentation precluded reducing the pump flow to mitigate interference, a cast iron skillet was placed over the heart. The impella flow could not be reduced per the publication, to any p level below p8 as the patient was hemodynamically dependent on the pump support. This pseudo¿faraday cage provided by the case iron skillet, placed slightly to the left of the midline directly over the heart, was successful in restoring telemetry. The skillet allowed for the successful interrogation of the ICD. They were able to adjust the ICD settings and allow for pacing and shocks to manage the slow ventricular tachycardia. Patient's outcome post ICD setting adjustment was not shared.

Manufacturer narrative:
A1, a4, a5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.